Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 79-year-old female with a past medical history of hypertension, hyperlipidemia, type 2 diabetes mellitus, and significant family cardiac history developed severe mid-chest tightness with associated nausea. Emergency medical services transported the patient to the emergency department, where she was found to be in rapid atrial fibrillation with st-segment elevation in the infero-posterior leads. Cardiac catheterization revealed a left main coronary artery lesion and a right coronary artery lesion. The patient began to decompensate with a drop in systolic blood pressure, and the clinical team elected to proceed with revascularization and impella cp placement. During engagement of the left main coronary artery, the patient experienced loss of cardiac rhythm, and the impella cp was inserted without difficulty. The patient subsequently lost pulsatility after initiation of left ventricular unloading. Following percutaneous coronary intervention, the patient¿s heart rhythm improved. The impella access site was sutured and dressed with appropriate angle alignment. The patient received minimal sedation and was breathing spontaneously but was difficult to arouse for administration of oral dual antiplatelet therapy. A code stroke team was activated for concern of possible neurological compromise. The implanting physician noted an elongated and narrowed aortic arch and expressed concern that advancement of the impella device may have disrupted aortic calcification. The patient was prepared for computed tomography imaging and then transferred to the intensive care unit for continued management. Upon arrival to the intensive care unit, the patient became hypotensive. Bleeding and a hematoma were noted at the impella access site, and manual pressure was applied. The patient¿s condition continued to deteriorate, progressing to pulselessness, and cardiopulmonary resuscitation was initiated. Advanced cardiac life support was provided and two units of packed red blood cells were administered. After approximately three cycles of cardiopulmonary resuscitation, pulsatility returned. Approximately thirty minutes later, the patient again lost pulses, and resuscitation efforts were restarted. A subsequent episode of hypotension and loss of pulses occurred, and cardiopulmonary resuscitation was unsuccessful. The patient was pronounced deceased after two episodes of cardiac arrest while supported. The patient's clinical complications where likely due to the underlying coronary artery disease and anatomy. No device malfunction was reported, and clinical decisions were made based on the patient¿s condition. Death is conservatively coded on the impella while most probably caused by the underlying disease.